Event description:
Additional information: eye care professional reported that pt has notreturned for any follow up visits. Lot history review: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.

Event description:
Pt presented to primary eye care professional with a foreign body sensation, redness, swelling, photophobia and pain in the right eye. Symptoms began shortly after inserting a new contact lens 2 days prior. The pt was diagnosed with a "2mm corneal ulcer from the limbus to 4 o'clock. Va 20/30 without correction, d/c contact lens wear. Vigamox 1 gtt od q2hrs and tobramycin ointment q6 hrs." The pt returned for follow up daily for 7 days. Chart indicates "va 20/100. Lids +1 edema. 3+ injection. Cornea 1.25x2mm ulcer." Impression: non resolving corneal ulcer od after tx with vigamox & tobramycin x 4 days." The pt was referred to an ophthalmologist and seen the same day. Examination by the treating ophthalmologist indicates: "vision with glasses is 20/40 right eye and 20/20 left eye. The right pupil is dilated and non reactive while the left is round and reactive. The conjunctiva is 2+ injected with a limbal flush in the right eye while the conjunctiva is clear in the left eye. The right cornea shows a 2mm defect with infiltrate and a fair amount of overlying mucous nasally on the right cornea. After scraping the cornea, there is approximately 25% thinning present. The deeper cornea is clear. There is no kp. The anterior chamber has some fluorescein flare but no cells or hypopyon." The pt "appears to have a bacterial corneal ulcer." The pt was instructed to "stop the vigamox and switch to zymar every hour while awake as well as tobrex drops every hour while awake." Also "to continue tobramycin ointment at bedtime." The dr also prescribed "topical steroid prednisilone twice daily." A culture was taken at that time. Follow up visit "pt feels eye is somewhat improved. Using tobrex & zymar od q2h. Pf tid. Tobrex ung od qhs. Final culture reports no growth. Va od 20/30 - os 20/20. Conj mildly injected od, clear os. Corneal infiltrate clearing, measures less than 1 mm. Area of thinning measures 2-2.5 mm, staining shows full epith healing. Cornea 50% at thinnest area. A/c no cell/flare. Healing corneal ulcer. Plan: tobrex & zymar qid; pred forte tid, f/u 1 wk," no further info is available at this time.